Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. When he opened the cassette door he found fluid leaking from the cassette. The patient informed his pd nurse. The set was not made available for evaluation. During a f/u the patient's pd nurse reported that his effluent was clear. He did not have signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.